Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing end cap sticker, cracked battery tube threads and stained address/serial number label.